Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's unit has not worked since they got their device put in. The patient stated that the device has not worked since implant. No further complications were reported or anticipated. No symptoms were reported.